Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-71200. Related manufacturer reference number: 2017865-2024-71493. It was reported that the pacemaker and right atrial (ra) lead exhibited noise while the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The pacemaker, ra lead and rv lead were explanted and replaced on (B)(6) 2024. Additionally, the rv lead was programmed to be less sensitive prior to explant. The patient was in stable condition.